Manufacturer narrative:
New additional information that was received for this case.

Event description:
It was reported that during surgery the tip of the drill broke and was left in the patient in the humeral canal due to the surgeon decided that it could cause more damage to retrieve the broken piece than left it inside the patient. The surgery continued without delay with a replacement s&n drill bit and the final outcome of the patient was great.

Manufacturer narrative:
The associated complaint device was not returned. The medical evaluation concluded that, without the product return for evaluation, the root cause of the reported drill tip breakage cannot be concluded. The material composition of the retained drill tip is reported as a martensitic stainless steel, 440a, which is noted in the astm f 988-2002 as an alloy that is utilized in medical devices. This alloy is neither bio-inert nor approved for implantation. However, according to the surgeon, it could cause more damage to retrieve the broken piece than to leave it inside the patient. In addition, micro-motion and/or migration of the retained fragments is unlikely since the tip in in the humeral canal. Per report, the patient is doing great. Therefore, no further clinical medical assessment is warranted at this time. Without the actual device involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery the tip of the drill broke and was left in the patient in the humeral canal. The surgery continued without delay with a replacement drill bit.